Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient's mother stated that the continuous glucose monitor (cgm) was not working. No medical intervention was reported. Additional event or patient information is not available. Data was not provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.